Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed that the device returned was broken/fractured approximately at 328 cm from the proximal end, at the distal tip section and this part was not returned. Besides, its body was kinked in different sections. No more damages were found in the returned device. A dimensional inspection revealed that the outer diameter (od) of middle of the device and od of proximal section were within its specification. However, the outer diameter (od) of distal tip and overall length were unspecified due to guidewire broken/fractured.

Event description:
Reportable based on device analysis completed on 06sep2019. It was reported that the device could not cross the lesion. A target lesion was located in the right coronary artery. A 330cm rotawire was selected for use. During procedure, it was noted that the guidewire could not cross the lesion. The procedure was completed with another of same device. No complications were reported and patient was stable. However, it was further reported that the device got broken/fractured approximately at 328 cm from the proximal end, at the distal tip section and this part was not returned.